Event description:
The patient presented experiencing heart fluttering. A holter monitor showed intermittent atrial sensing. On (B) (6) 2009 no sensing was seen, even at 0.1 mv bipolar and 0.5 mv unipolar. The patient was programmed to vvi 50 to alleviate pacemaker syndrome.